Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Difficulty breathing / respiration difficulty [dyspnoea]. Rash [rash]. Itching [pruritus]. Hives [urticaria]. Case description: spontaneous report was received on 24-may-2012 from a consumer regarding a female patient, initials (B)(6). The patient's medical history is significant for allergy to bees and allergy to pollen. The patient had no history of avian allergies (such as poultry or egg). On an unspecified date, the patient initiated synvisc injection. On an unspecified date, the patient had hives within about a week after the first injection. After the second injection, hives got worse. The patient was hospitalized and had hives, rash, itching and difficulty breathing. The company considered the event of hives as medically significant. The action taken with synvisc treatment was not provided. The outcome for the events of difficulty breathing/respiration difficulty, rash, itching and hives was unknown. Concomitant medications were not provided. The intensity for the events of difficulty breathing/respiration difficulty, rash, itching and hives was unknown. The qa (quality assurance) investigation results were received on 29-may-2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.